Event description:
It was reported the lead was eroding through the skin. The physician removed the lead which was near l5 on (B)(6) 2013. It was reported the issue was resolved with the surgical intervention, and the pt had effective stimulation in his legs.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.